Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "dimensions not specified correctly and/or improper materials used". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for use: setup: connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick¿ urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick¿ urine collection system user guide for further information. Using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick¿ female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick¿ female external. Removal: to remove the purewick¿ female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Ensure suction is maintained while removing the purewick¿ female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick accessory canister had built up pressure and was not suctioning properly. The representative advised to replace the kit. The patient received their packing slip and another patient's packing slip. They threw away the other patients packing slip. Per follow up via phone on 01sep2023,the customer received a replacement accessory kit and they were still having leaking issue. Customer stated they have gone through 5-6 wicks (pwfx30) daily because customer had an urinary tract infection from the wetness of the wick. Customer was treated with antibiotics for the urinary tract infection.

Event description:
It was reported that the purewick accessory canister had built up pressure and was not suctioning properly. The representative advised to replace the kit. The patient received their packing slip and another patient's packing slip. They threw away the other patients packing slip. Per follow up via phone on 01 sep 2023,the customer received a replacement accessory kit and they were still having leaking issue. Customer stated they have gone through 5-6 wicks (pwfx30) daily because customer had an urinary tract infection from the wetness of the wick. Customer was treated with antibiotics for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.